Manufacturer narrative:
Initial reporter address: (B)(6). Manufacturing facility: (B)(4). The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the infusion point. The leaks were discovered at the dispensing room, prior to patient use. There was no patient involvement. No additional information is available